Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), dry spike adapter where it was reported that a chemotherapy drug leaked at the connection site during infusion. There was patient involvement but no patient harm. There was no delay in critical therapy.

Manufacturer narrative:
The device was received for evaluation on 9/25/2025. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested, and a leak was observed through the filter. The probable cause of the leak is from the temporary loss of hydrophobic properties. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.